Event description:
It was reported that the pt needed a reprogramming to cover his new pain area since he had his toe amputated. Add¿l info has been requested, but was not available as of the date of this report.

Manufacturer narrative:
(B)(4).